Event description:
It was reported that this right atrial (ra) lead exhibited under sensing. No further information was provided. No adverse patient effects were reported. Currently, this lead remains in service.